Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the helix would not extend. The lead was not implanted and a new lead was used.